Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit battery cannot be charged and the device buzzer makes an unusual sound. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated unit for the reported malfunction. After testing, it was confirmed that the power supply and power management board were faulty. Replaced same. Function test pass after replacing the power supply and power management board.